Event description:
It was reported that during an esophageal stenting procedure, the cover of the ultraflex stent was "broken". The physician completed the esophageal stenting procedure and while checking the stent found that the covered stent was "broken". It appeared that the ultraflex stent did not cover the patient's esophageal fistula. Another esophageal stent was placed overlapping the initial stent to cover the fistula. There were no reported patient complications and the patient was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.